Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery tube along with an old battery cap stuck inside tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. The following were noted during visual inspection: pillowing keypad overlay, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, blue battery cap stuck inside battery tube. Cosmetic damage was confirmed at cracked case (battery tube). Original battery cap damaged unknown.